Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issue were found. The investigation could not be completed as no device was returned. Device used for treatment, not diagnosis. Placeholder.

Event description:
It was reported by the sales consultant that bone holding forceps had broken during a surgical procedure. It was reported that the broken piece was retrieved. It is unknown if surgery was delayed. No patient information was available. This is report 1 of 1 for complaint (B)(4).